Manufacturer narrative:
(B)(4). Per biomedical engineer, they did not use the device as the switch cover was completely missing.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the switch of the centrifugal battery was broken. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The product surveillance technician (pst) was able to confirm the reported issue. The pst observed that the orange ¿orange/disconnect¿ rocker switch cover was broken off and was not operable mechanically. One of the two moveable contacts within the switch was lodged, the other was returned in a small bag with the switch cover. The remaining (lodged) contact was removed using a needle nose pliers. After attaching the device under test (dut) to alternating current (ac) power, the charge light-emitting diode (led) was flickering immediately, indicating full charge of the internal batteries. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service representative (fsr) verified the broken switch. He installed a loaner battery wedge. The unit operated to the manufacturer's specifications.